Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-dec-18 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient experienced increased spasticity. A side port aspiration was not successful and the catheter was to be replaced on (B)(6) 2019. There were no environmental, external, or patient factors that may have led or contributed to the event and no further diagnostics or troubleshooting were performed. The issue was unresolved at the time of report and the patient's status was alive, no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the event/difficulty occurred on 2(B)(6) 019 during normal use. It was reported on (B)(6) 2019 a portion of the catheter was removed that was kinked and replaced with a new pump segment. The portion was received for analysis. The patient experienced baclofen withdrawal and was admitted to the pediatric intensive care unit (picu). There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter access port (cap) procedure was done unsuccessfully which led to determining there was an issue with the catheter. The hcp could not successfully aspirate the catheter. They opened the pump pocket and found the catheter was kinked. It was also reported the catheter looked indented and the physician believed he found a source of occlusion. The doctor removed this portion of the pump segment and replaced it with a new segment using the 8596sc. Successful aspiration after the pump was reconnected with the new catheter piece. No alarms were going off with the pump and it was functioning normally. Actions/interventions included replacing the portion of the catheter that was kinked and everything was functioning correctly. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis of the catheter identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. (B)(4). If information is provided in the future, a supplemental report will be issued.